Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Customer reported lot # 2017683, but per a review of the manufacturing records, that lot # does not exist for the reported cat #. Therefore the manufacture date and expiration dates are unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle of the bd insulin syringe with the bd ultra-fine¿ needle 0.3 ml 31 g x 5/16" broke off in a medication vial during use. No reported medical intervention or serious injury.

Manufacturer narrative:
Results: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review was not conducted because a lot number could not be determined. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect.